Event description:
It was reported to manufacturer that the vns patient had suddenly passed away. The treating physician does not believe the death is related vns therapy, however, the cause of death is unk. Attempts to obtain additional information from the treating physician have been made, but have been unsuccessful to date.

Event description:
The physician's office reported that all of the patient's records are gone.